Event description:
Litigation papers allege the patient experienced pain, and popping. **update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Pinnacle mom was implanted during the patients revision on (B)(6) 2006, it is unknown what was removed. Records are available on external hard drive if needed for further review.

Event description:
Litigation papers allege the patient experienced pain, and popping.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 12 apr 2018: pfs, ppf and medical records received. Pfs alleges pain, suffering, disability, decreased ranged of motion, difficulty ambulating, risk for heavy metal poisoning, metallosis and other injuries. After review of medical records for the MDR reportability, patient was not revised. Ppf has no allegation. Added stem due to alleged metal poisoning. Doi: (B)(6) 2006; dor: not revised; right hip.